Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing an increasing pain. It was noted that the lead was displaced and the patient had a pulling sensation when turning his head. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-70 serial#: (B)(4) description: scs 70cm iii lead.

Event description:
A report was received that the patient was experiencing an increasing pain. It was noted that the lead was displaced and the patient had a pulling sensation when turning his head. The patient will undergo a lead revision procedure.